Event description:
It was reported that the bed alarm sound would only alarm low due the buzzer needing to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.